Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be swollen, the pump was intermittently responding to all keypad buttons, the ok key contact was misaligned, all key contacts were inverted and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad presses did not activate desired pump functions. The up and down arrow buttons reportedly have to be pressed several times for a response but the keypad is still intact. There was no adverse event associated with this complaint.